Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned test strips evaluated with no defect found. Returned meter evaluated with defect found - e-2. Root cause: foreign material on strip connector (substance like blood). Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for e-2 errors obtained after dropping her meter on (B)(6) 2016. While performing control test during call on (B)(6) 2016, the customer obtained a result of lo. The customer also had another lo result in the memory of the meter as well. The customer is concerned with tests results from results obtained of 137 and 149 mg/dl and lo. The customer's expected fasting blood glucose test result range is 120 - 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen cupboard. The test strip lot manufacturer's expiration date is 03/16/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: customer was only concerned with the e-2 errors obtained after dropping her meter on (B)(6) 2016.

Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed. (B)(4).

Event description:
Consumer reported complaint for e-2 errors obtained after dropping her meter on (B)(6) 2016. While performing control test during call on (B)(6) 2016, the customer obtained a result of lo. The customer also had another lo result in the memory of the meter as well. The customer is concerned with tests results from results obtained of 137 and 149 mg/dl and lo. The customer's expected fasting blood glucose test result range is 120 - 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen cupboard. The test strip lot manufacturer's expiration date is 03/16/2018 and open vial date is 11/20/2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: customer was only concerned with the e-2 errors obtained after dropping her meter on (B)(6) 2016.